Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on returned sensor and no issues were observed. The sensor plug is properly seated. Visual inspection has been performed on the sensor plug assembly; no failure modes were observed. Further investigation was not performed due to no product returned. Therefore, issue is closed to no product returned. If the partial product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported experiencing bruising while wearing an adc device sensor and having contact with an hcp who prescribed antibiotics for treatment. There was no report of death or permanent impairment associated with this event.

Event description:
A customer reported experiencing bruising while wearing an adc device sensor and having contact with an hcp who prescribed antibiotics for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.